Event description:
This shaver handpiece was returned with the report that it would not oscillate. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received for evaluation. During testing, the handpiece was found to have the potential to activate on its own, related to pc board failure. A design change has been implemented to address this failure mode. To date there have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.